Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during loan kit inspection, the loan kit technician discovered that the end of the shaft for trephine attachments had snapped off. There was no reported patient involvement. This report involves one (1) shaft for trephine attachments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.111.030, lot: l519343, manufacturing site: bettlach, release to warehouse date: december 21, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: two (2) out of the three (3) prongs of the received shaft for trephine+extraction attachment are broken off, the fragments were not returned for evaluation. The device is in a very used condition, the hexagon at the forefront has clearly visible impression marks, also the conical surfaces on top have clearly visible stress marks. Dimensional inspection: checked dimensions with caliper per drawing: inner diameter measured: = pass the other relevant dimensions cannot be verified anymore as the breakage occurred at the crossover from the smaller to the bigger diameter. Drawing/specification review: drawing was reviewed to verify the relevant dimensions, the material and the hardness of the device. The review of the manufacturing documents has shown that with 1.4112 (440b) stainless steel to correct material was used and that the hardness was within the required specification. Investigation conclusion: the complaint is confirmed as two (2) out of the three (3) prongs of the received shaft are broken off as complained. During the performed evaluation, no manufacturing related issue could be detected.based on the provided information we are not able to determine the exact cause of this breakage. The visible impression marks at the hexagon and the stress mark at the conical surfaces are an indication for high load application. Based on that we can only assume that a mechanical overload during use did lead to the breakage of the prongs. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.